Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker would not move while attempting to fixate. Low pacing impedance, high capture threshold and r-wave variation were noted. The device was retrieved, and the helix was noted to be sprung. The device was not used, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of stretched helix, high pacing impedance, r-wave amp variation, inadequate capture were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was within specifications. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further functional testing analysis showed normal device characteristics without any anomalies contributing to reported event of high pacing impedance, r-wave amp variation, or inadequate capture. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.